Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The surgeon was burnt on the right hand during the use of scissors. 2 of 4 related complaints.

Manufacturer narrative:
(B)(4) 2015 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - no device issue highlighted. Device history evaluation - no nonconformity for this lot. Conclusion: the instrument is compliant with the manufacturing specifications.